Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited low defibrillation impedance and insulation damage. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6)2022 . The patient was in stable condition.

Manufacturer narrative:
The reported events were "sensing, impedance was low" and insulation damage. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage. The lead impedance could not be tested due to condition of the lead as received. The reported event of insulation damage was confirmed. Visual inspection found damaged outer and inner insulations at the middle region. The cause of insulation damage is consistent with procedural damage.